Event description:
It was reported that during a scheduled follow up visit it was found that the lv (left ventricular) lead had loss of capture. The lead was explanted and replaced. The patient is enrolled in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.